Event description:
On 07/25/07, patton medical devices ("pmd") called a pt to notify her that her I-port order was pending at a distributor. The call was received by the patient's father who mentioned the patient, who was wearing the I-port, was admitted to the intensive care unit ("ICU") of the hospital the previous night. The father was unsure whether the I-port was related to the admittance to the hospital and asked that pmd call back in a couple of days to discuss the details. On 08/01/07, pmd's follow up conversation with the patient's father revealed that the device was applied by a healthcare professional ("hcp") who explained the warning signs of a product malfunction ("bent cannula"). The next morning following application by hcp, pt had bg levels over 500 mg/dl and was "spilling ketones." Patient was taken to ICU where I-port was removed and patient was hydrated through an IV then released. Patient's father stated that the "removal of the I-port revelaed that the cannula was bent in an "l" shape."